Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that a patient was going to charge their battery, but could not find communication between their charger and ins. The patient tried to reposition the antenna over the ins and pressed the green ¿start charge/test key¿ with no success. When the patient tried to use their ins, the screen showed that communication between the ins and programmer was unsuccessful. The patient also tried to reposition their programmer over their ins and was unsuccessful. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.